Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the rubber stopper came out of the port cap. It did not fall into patient. There was no patient injury.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the device noted that the reducer valve seal was disengaged. Functional testing found that the device functioned normally. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause of the disengaged seal was a failed component obtained from supplier and a supplier communication was generated to alert the supplier to the quality issue. Should new information become available, the file will be re-opened and reassessed at that time.